Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during routine checkup, device is showing tf 231008 continuously. We have checked o2 mixer valve assembly and performed o2 input test and o2 mixer test and full tsw. All the calibration are passed successfully, but still device is showing tf 231008. No patient involvement.